Event description:
On 21/oct/2025, it was reported that this patient on peritoneal dialysis (pd) was hospitalized for a dialysis related issue. However, there were no reported allegations that the event was caused by fresenius products. In additional follow-up, the pd nurse reported that on (B)(6) 2025, the patient was admitted into the hospital with fungal peritonitis characterized by symptoms of cloudy pd effluent and abdominal pain. It was reported that the patient had a pd culture obtained while hospitalized which was positive for growth of yeast. Per the nurse, the patient will undergo removal of the pd catheter (not a fresenius product). Additionally, the patient is being treated with anti-fungal therapy in the hospital (details are unknown). The patient remained in the hospital at the time follow-up was performed. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to prior antibiotic course for a previous peritonitis infection.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s hospitalization for fungal peritonitis. Peritonitis is a well-documented complication in pd patients. Based on the available information, it is reasonable to attribute the event of fungal peritonitis to prior use of antibiotic therapy (a known risk factor). Currently there is no allegation or objective evidence that the liberty select cycler/liberty cycler set had a malfunction or product deficiency caused this event. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly.

Event description:
On (B)(6) 2025, it was reported that this patient on peritoneal dialysis (pd) was hospitalized for a dialysis related issue. However, there were no reported allegations that the event was caused by fresenius products. In additional follow-up, the pd nurse reported that on (B)(6) 2025, the patient was admitted into the hospital with fungal peritonitis characterized by symptoms of cloudy pd effluent and abdominal pain. It was reported that the patient had a pd culture obtained while hospitalized which was positive for growth of yeast. Per the nurse, the patient will undergo removal of the pd catheter (not a fresenius product). Additionally, the patient is being treated with anti-fungal therapy in the hospital (details are unknown). The patient remained in the hospital at the time follow-up was performed. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to prior antibiotic course for a previous peritonitis infection